Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. The shock impedance was within normal limits during the follow-up along with all other measurements. An increase in the patient's weight was cited as a possible explanation for the observation. The physician has elected to continue monitoring the system via increased follow-ups. This ICD remains in service. No adverse patient effects were reported.